Manufacturer narrative:
Tracking # (B)(4). Batch # (B)(4). The following information was requested, but unavailable: please clarify how the device misfired. The sales rep stated that there is no further information about the event. The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident the device was functionally evaluated. The instrument was cycled and it fed and formed 7 conforming clip and it ejected 5 clips due to the jaw condition; finally the instrument locked out as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the device misfired. The case was completed using another device of the same product code. There were no patient consequences reported.